Event description:
The customer reported that the insulin gauge on their pump displayed a different amount than expected. There was no adverse impact to the customer's blood glucose level. Despite efforts to troubleshoot, the customer was unable to reload the cartridge during the call due to a lack of backup supplies and uncertainty about having enough insulin to continue use. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.